Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;11700937,,D,55;863,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993

Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028. THIS REPORT SUMMARIZES 1 PATIENT DEATH. DATE OF EVENT: UNKNOWN.

Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE LAAO/NCDR REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE LEFT ATRIAL APPENDAGE OCCLUSION (LAAO) DATA REGISTRY OF THE AMERICAN COLLEGE OF CARDIOLOGY'S NATIONAL CARDIOVASCULAR DATA REGISTRY (NCDR). THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028 FOR PRODUCT CODE NGV. THE DATA WAS DOWNLOADED 25 JULY 2019. THE REPORT SUMMARIZES 1 PATIENT DEATH OF AN UNKNOWN CAUSE 863 DAYS POST IMPLANT.